Event description:
Consumer reported she was unable to access the string when attempting to remove the tampon from her vaginal cavity. The tampon was worn for more than 8 hours while sleeping. She consulted with an emergency room nurse via telephone. She manually removed the pledget three hours later. Upon removal of the pledget, she noted the string was present, but not accessible. No medical services were required.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.